Manufacturer narrative:
Continuation of d10: product ID 977a260, serial#(B)(6),implanted: (B)(6) 2015, explanted: product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015,explanted: product type lead product ID 97715, serial# (B)(6), implanted: (B)(6) 2021, explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that the hcp performed a lead revision to add a second lead and replace the patients legacy battery to a smaller device. Lead showed contact 3 and 4 with high resistance when testing intra op. Patient complained of pain at anchor site, said it may have been related to a fall as she said "her legs sometimes give out on her". Leads were tested intra op and showed no issues with connectivity. Once connected to the ipg connections 3 and 4 showed high resistance, on an lcc only contact 4 was showing to be high. Since coverage was good the physician thought it may resolve post operatively etc. The lead was removed and replaced, the resistance seemed to lower a bit and lowered again during post op programming. Patient will be seen on (B)(6) 2021 for post op appointment and programming. Rep further clarified that hcp was going in to add the lead, so he just decided to replace the ins as well. The old ins was discarded. Patient¿s fall and leg giving out was unrelated to scs. The impedances were not checked with the old device at all. When checked with wireless external neurostimulator (wens) intra op, there was only a connection issue, which was resolved by reinserting the lead into wens. But when the lead was checked with new ins, the impedance on one contact showed 40,000. The coverage was still good so hcp decided to close patient anyways. Rep confirmed that the impedances were coming down post op. Rep confirmed that there were no issues with the old ins, only the ins was replaced, not the lead. An additional lead was added.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that device is malfunctioning and she is having a lot of problems. The patient stated that she saw her physician who told her they will either need to replace the implant or place a new lead. The cause was unknown.